Event description:
It was reported that stent damage occurred. The 2.75mm x 12mm, 80% - 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 12 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, when the stent was crossed the lesion, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.